Event description:
Caller alleged imprecision with the inratio2 meter. Summary of reported results: date: (B)(6) /2013, inratio results: (1.6, 0.9, 1.4). Time between first and second result is eight minutes; time between second and third result is few minutes (unknown exact time). Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Pending investigation.